Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the internal pyxibus cable and the module controller on the back of drawer five had suffered thermal damage and required replacement. A field service engineer powered down the station and reset all connections to the drawer and tray, cleaned out debris, and proactively replaced the old latch assembly with the modern version. The engineer confirmed functionality through the user application and hardware testing application. During a subsequent visit, the engineer replaced the internal pyxibus cable and the module controller board due to thermal damage, ensuring the station powered on successfully without malfunctions. Preventive maintenance was also performed, and latch assemblies on drawers four, six, and seven were replaced. The customer successfully tested drawer functionality, recovered pockets, and accessed all compartments without failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer seven on the auxiliary pockets a1 and a5 were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.